Manufacturer narrative:
Follow up #1 02/11/2016 device evaluation.the pump has been returned to animas and evaluated on 01/12/2016 with the following findings: the battery compartment was cracked to the left of the bumper pad from the threads traveling down to the case seal. A piece of the case was missing at the cartridge compartment threads. The audio bolus button cover was detached from the pump. There was a crack in the pump casing near the display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.